Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 the handheld serial cable was received for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2014 it was reported that the physician¿s serial cable was not functioning. The serial cable was found to be the issue when the site tried to switch serial cables with their back up system. The serial cable has not been returned for product analysis to date.

Event description:
On 01/09/2015 product analysis was competed on the serial cable. During the analysis, it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.